Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient did not show up for the x-ray appointment. No further action/interventions were planned. Patient's weight was unknown. The provided information was conformed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no device issues were noted from impedance and battery status check.  Patient does report change in location and delivery of stimulation since the accident.  Reprogramming performed and was unable to obtain low back coverage as patient had prior to accident. Physician informed and x-ray to check lead placement is to be ordered.  Cause of severe pain not determined.  The provided information has been confirmed with the account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Caller stated she had a car accident and her device has not worked properly since. Caller states she is now in severe pain. No further complications were reported.